Event description:
Falsely elevated results were obtained on a tacrolimus (tacr) patient whole blood sample. The patient result was reported to the physician. The sample was re-run by an alternate methodology and a lower result was obtained. Patient treatment was altered on the basis of the reported tacrolimus results. The tacrolimus dosage was lowered. Initial reports from the customer were that the patient kidney transplant was jeopardized by the lowered dosage. More recent reports are that the status of the transplanted kidney has returned to the prior status.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus (tacr) results is non specific binding elements in the patient sample. The elevated levels of tacr obtained with plasma relative to levels obtained with whole blood is an indication of non-specific binding such as heterophilic antibodies. If the tacr value obtained using plasma is more than 30% of the whole blood tacr value,(as in this instance) it is highly suggestive of non-specific binding. The IFU for dimension tacr flex reagent cartridge contains the following information:. "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Antibodies to beta-galactosidase can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results that may not be consistent with clinical evaluation. This assay has been designed to minimize interference from antibodies to beta-galactosidase. In very rate instances, immunoassays may produce falsely or decreased results due to other patient specific interferents. Complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.